Event description:
One spike (prong) on the sleeve guide broke from the instrument and was left in the patient. Patient presented to emergency room for a trauma, fell off a stool from counter, on or around 2007. CT showed fracture and patient was transferred to surgery. Patient was diagnosed with type two odontoid fracture and was advised to have surgery; however, patient elected halo therapy. Patient was not healing (fuse). Patient underwent non-united odontoid fixitation, interior, five months later, and cervical posterior fusion four days later. Instrument was used in both procedures and it is unknown if the instrument broke during the first or second surgery. No complications or extensions were noted during either surgery. Patient had x-rays taken sometime after the second surgery nine days later, which showed the retained piece. It is unknown if the x-rays were taken as normal procedures or because the patient was experiencing issues with healing and or pain. Patient underwent re-operation to remove the retained piece on the same day.